Event description:
A (B)(6) female underwent a fistulogram on (B)(6) 2013. The physician had pulled the needle out, leaving the wire behind. He then put the transition dilator over the wire and when he went to remove the wire, the tip of the wire sheared-off. A retrieval procedure enable them to retrieve the tip of the wire.

Manufacturer narrative:
Removal of device portion is not labeled. Tip separation is not labeled. Event eval: still under investigation.